Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hypoglycemic event on (B)(6) 2026. The patient passed out, and her husband administered glucagon. Since then, she has experienced anxiety and difficulty sleeping due to fear of further hypoglycemic episodes. No further information available.